Event description:
Mesh used for a sacrocolpopexy in 2005 noted to erode posterior vaginal wall in 2014. Original mesh used to support bladder in 2005 implanted "too tightly" causing inability to void post op x 7 days and requiring corrective surgery 7 days post original surgery (all 2005 in one event).